Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the non-functioning leaflet and resulting cai could not be confirmed, however, it was likely related to procedural factors (inadvertent loss of the central line(s) and temporary pacemaker, causing dysrhythmias and hypotension and the mechanisms described above (hypotension). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the patient underwent a valve in valve procedure due to a frozen leaflet and significant central aortic insufficiency (cai). Bav was performed with 23 mm x 4 mm device. When the physician started to deploy the 29 mm sapien 3 valve, the patient's blood pressure was unstable (hypotensive/systolic approx. 45 mmhg). The sapien 3 valve was deployed in an 80:20 aortic/ventricular position. The patient had a heart rate but no blood pressure. The team started CPR, but was having difficulty determining why the pressure would not recover. On echo, anesthesia said valve looked good and couldn't see any central leak. On root injection, significant central aortic insufficiency (cai) was noted. The patient was on perfusion. The patient's rhythm went from normal rhythm to ventricular fibrillation. When the patient was being placed on perfusion, the arterial venous catheters and tpm were mistakenly pulled out. A subclavian temporary pacer, single lead was placed. Once the perfusion was initiated, the sapien 3 valve function was observed. The team noticed that one of the sapien 3 leaflets was frozen. The physician tried to free the leaflet with a pigtail, but was unsuccessful. The decision was made to deploy a second 29 mm sapien 3 within the first valve. Post deployment of the second valve, the patient's pressure improved the tpm was turned off and the patient was observed to be in sinus bradycardia (50's), therefore the tpm was turned back on. An impella device was inserted in order to offload the heart. The patient was also placed on ECMO. The patient left the procedure in stable condition. It was perceived by the physician that the motion restricted leaflet was held open by the patient¿s calcium.

Manufacturer narrative:
Additional information provided indicated the patient expired on pod5. The patient's pressures never recovered and due to the patient's neurological status compromise (only responsive to aggressive stimulus/brain dead), the family decided to withdraw care. The patient expired one hour later.